Manufacturer narrative:
The reported reader (mbmb025-j2205) was returned and investigated. The charging cable and alternating current (ac) adapter was not returned. Performed visual inspection on the reader and no issues were observed. The reader was observed to be sufficiently charged. De-cased the reader and no issues were observed upon visual inspection. A power consumption test was performed and the off current was measured to be within specification. Fast draining battery was not observed. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. No product was returned for the charging cable and ac adapter complaint.¿ DHR (device history review) for the libre reader and kit pack for the correct cable and adapter was reviewed. The DHR showed the libre reader passed all tests prior to release and the correct cable was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader battery is discharging quickly. The customer reported that due to this, he was unable to obtain glucose result and experienced a low sugar event in which he became drowsy. The customer required treatment of dextrose and soda by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the customer report of "last week". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader battery is discharging quickly. The customer reported that due to this, he was unable to obtain glucose result and experienced a low sugar event in which he became drowsy. The customer required treatment of dextrose and soda by his wife. There was no report of death or permanent injury associated with this event.